Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the steroid plug was displaced inside the helix.

Event description:
It was reported that during a lead revision procedure, the physician noted -something indefinable- inside the helix. The lead was explanted and replaced. The patient was in good medical condition after the procedure. .